Manufacturer narrative:
The device had a cracked reservoir tube lip, cracked battery tube threads, a cracked display window, and a cracked case near display window corners noted during visual inspection. All buttons function properly on the device, however, moisture damage was noted on keypad traces. The device was monitored and there was no frozen display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 252 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.